Event description:
It was reported that during the gastrectomy procedure, the surgeon closed the closing handle and then closed the firing handle to complete the fire. The surgeon made the transection unaware that no staples deployed. The surgeon over sewed to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.